Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. Prior to placement, the right ventricular lead presented with a helix anomaly. The lead was replaced within the same procedure. Post-procedure the patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.